Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they could not fire the device. A new device was used to complete the procedure. No bleeding occurred. The incision site was not extended. Nothing fell into the patient cavity.